Event description:
Customer was using the serofuge centrifuge. The rotor came apart during use which led to tube breakage within centrifuge. The centrifuge did not contain the debris and a technologist was sprayed with debris.

Manufacturer narrative:
The sero-fuge models are designed for sound and vibration control and have locking covers to prevent the lids from being opened while the rotor is spinning. The relatively tight lid gasket seal is designed to minimize vibration and sound but also to reduce the gap between the lid and the base to minimize or prevent any debris or large particles of liquids or solids generated by a broken tube from exiting the system. Due to the design of the instrument the large particles should not be contained by the lid or should be deflected n downward rather than thrown outward. The centrifuge that was returned for investigation showed heavy amounts of liquid spill. A review of the gaskets on the lid and the base housing were found to be intact and in good condition. A broken screw was found in the hinge assembly. The broken screw may have led to a gap between the lid and the lower housing which could have allowed fluid to escape. The rotor that came apart during operation was discarded by the customer. Additional pull test are conducted at incoming inspection that allow us to continuously monitor the glue strength of the component.